Event description:
Hamilton medical ag received the following description: intermittent air supply failure after ventilator power on.

Manufacturer narrative:
Air supply failure cannot be reproduced. Functional testing at various o2 values was completed. Air supply failure alarm did not return.

Event description:
Hamilton medical ag received the following description: intermittent air supply failure after ventilator power on.

Manufacturer narrative:
Air supply failure cannot be reproduced. Functional testing at various o2 values was completed. Air supply failure alarm did not return. Additional information added in follow-up #1 (B)(4). The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was determined to be the air inlet mixer valves no longer opening properly. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the air inlet mixer valves could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.